Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument had damaged black conductor wire. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the maryland bipolar forceps be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found the conductor wire insulation was retracted from the location where the silicone potting seals the wire entrance to the yaw pulley. The instrument grips were manually manipulated, and the instrument passed an electric continuity test on 3 of 3 attempts. Energy delivery was tested and passed in various grip orientations. The complaint regarding the damaged conductor wire was confirmed by failure analysis.